Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 3 reports. Same patient/event, different products. Other mfg report numbers: 3013886523-2022-00245, 3013886523-2022-00246. A facility reported a cable/sensor fault alarm. The box was on the bed with the patient. Medical staff changed the cables and restart the box; however, the issue persisted. A new cable was taken and connected but the alarm persisted. According to the treating nurse, before the alarm started the patient noticed that the icp reading went to -50mmhg. Another sensor was connected which worked immediately. Surgeon replaced the sensor and everything seemed ok, but shortly after the same alarm appeared.

Manufacturer narrative:
The cerelink monitor was returned for evaluation: DHR - unit clk2111039 was found to meet all criteria for release. Failure analysis - until today the out-of-range error has not been duplicated on returned products. Through a corrective and preventive action (CAPA) a test method to replicate the issue is under development to confirm the root cause and implement the appropriate correction. Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation.